Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issues with the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was aligned with the steerable guide catheter (sgc), inserted and advanced into the left atrium (la). The m knob was added and the cds deflected towards the roof of the atrium. The cds was replaced, and two clips were implanted reducing the mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported sleeve steering was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation could not determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a